Manufacturer narrative:
An evaluation couldn¿t be performed as the material involved in the incident was reported to be discarded. Philips considers this as a malfunction of unknown cause as the reported material couldn¿t be evaluated,we are considering that, if the customer required new electrodes that they have purchased some.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information requested not available at time of report. Serial number not available at time of report. Phone number (B)(6).

Event description:
The customer reported that the spiral tip of the fetal spiral electrode had broken. The patient was transferred to the rch for follow-up with a neurosurgeon about removing the coil.